Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted. However, the physician contacted the local sales representative about a week later to check the device. The rv lead was not capturing even at maximum outputs. Reprogramming was not able to resolve the loss of capture, so a lead revision was performed. This lead was explanted and replaced with a different model. It was noted the patient had good av conduction, so no asystole occurred. The physician suspected the loss of capture may have been due to myocardium scarring. No additional adverse patient effects were reported. The explanted lead was discarded and will not be returned for analysis.